Manufacturer narrative:
Pr (B)(4) follow up: it was reported that a white, ceramic like substance was observed along the shaft of the needle. To support the investigation, one photograph was provided to the quality team for evaluation. The image depicts a needle assembly without the packaging blister. The plastic shield has been removed, and material consistent with epoxy is visible from the mid shaft of the needle extending to the top. No additional defects or irregularities were identified. This condition could occur during the assembly process if a jam were to occur at the cannulator. A review of the device history record was conducted for material number 305127, lot 5238125. The review did not identify any quality issues during production that would have contributed to the reported condition, and no related quality notifications were associated with this lot. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the cannulator confirmed that the equipment settings were correct and that product flow was normal. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the condition reported by the customer is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that withdrew the needle and noted a white ceramic appearing substance along the shaft, similar to the formed hardened substance at the base of the needle that adjoins the needle shaft to the blue base hub of the needle.